Manufacturer narrative:
UDI number: (B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation state only a catheter, deployment knob, and deployment line were returned. No endoprosthesis, transition, nor distal shaft (upon which the endoprosthesis was mounted) was returned. Approximately 119 cm of deployment line was connected to the knob. There was also a separate single fiber measuring 47.5 cm. The dual lumen catheter shaft was returned in three separate pieces. Two pieces appeared severed from the tip-end. The pieces measured 6.5 and 3 cm. The longer piece had 2 crimped portions. There was columnar failure of the catheter at 4 cm and 7 cm from hub. Based on the device examination performed, no manufacturing anomalies were identified. Instructions for use warnings section state, w.l. Gore & associates has insufficient clinical and experimental data regarding the use of the gore® viabahn® endoprosthesis within stents or stent grafts (other than the gore® viabahn® endoprosthesis with heparin bioactive surface or the gore® viabahn® endoprosthesis) that have been implanted for less than 30 days. Other devices implanted for less than 30 days may interfere with the deployment of the gore® viabahn® endoprosthesis resulting in deployment failure or other device malfunctions.

Event description:
It was reported to gore that a patient presented with a highly calcified lesion in the distal superficial femoral artery and popliteal artery. The intended treatment site was pre-dilated with a 3mm balloon. A bare metal stent (unknown manufacturer) was implanted first, with the intention to line the stent with a 6mm gore® viabahn® endoprosthesis. During deployment of the viabahn device, the deployment line got caught on a strut of the bare metal stent. The partially expanded viabahn device was removed from the patient with no issues. It was reported the patient did not experience any adverse consequences.